Manufacturer narrative:
Patient weight not available for reporting. Date of event: date of device breakage and non-union is not known. Additional product codes: mni, mnh, kwp, kwq. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery (B)(6) 2012, for treatment for a t12-ilium posterior spinal fusion using the synthes dual opening universal spine system (uss) implants. The patient was originally implanted with two (2) uss 6.0mm/ 300mm rods, uss collars for 6mm dual-opening implants, uss 11mm nuts and uss dual opening screws. On an unknown date post-operatively, it was observed thru image studies that the bilateral rod implants between l5 and s1 were broken. The patient also presented with a nonunion at the l5-s1 disc level. On (B)(6) 2018, the surgeon removed the rod implants bilaterally. The rods were removed in entirety without any fragments in four (4) segments. The surgeon also replaced some of the uss dual opening screws that were deemed to be loose in bone. It is unknown which of the dual opening screws were replaced. All implants have been retained by the patient. Revision surgery was completed successfully with no time delay. The patient is reported in stable condition. Sales consultant has no more information to report on this event. Concomitant devices reported: titanium 12 point nut 11mm (499.294, lot number unknown, quantity unknown); titanium collar for 6mm dual opening implants (499.292, lot number unknown, quantity unknown). This report is for one (1) 6.0mm titanium rod 300mm. This is report 2 of 3 for (B)(4).